Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No error code could be found of the returning device. Multiple pages "invalid event data" with pump settings and patient data lost messages were found in the pump's event history logs. Found wet in side the lens and on chassis base of the downstream occlusion sensor. Replaced microprocessor unit board, lcd lens, key board and downstream occlusion sensor. The cause of the reported problem was traced to the user manipulation of the device. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the patient had gotten the device wet and then it started throwing a bunch of error codes. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.